Manufacturer narrative:
On-site investigation was performed by our field service engineer. The pressure transducer printed circuit board (pcb) was found defective and replaced. After replacement, the ventilator passed all functional and safety tests per factory specifications, returned to customer and cleared for clinical use. The received logs revealed that the ventilator failed internal leakage test, pressure transducer test and safety valve test failed during pre-use check on 2024-01-19. The pressure transducer pcb measures the pressure, conveyed via the pressure tube connected to this block by its differential pressure transducer. With differential reference to the ambient pressure, the output signal is proportional to the measured pressure thus giving a linear measurement in the range -40 cmh2o to +160 cmh2o. Defective pressure transducer printed circuit board may lead to high pressure. The replaced pcb was not provided for investigation, therefore the root cause for the faulty pcb could not be determined.

Event description:
It was reported that the pressure transducer printed circuit board (pcb) was defective and replaced. There was no patient involvement . Manufacturer,s ref.#: (B)(4).